Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to remove was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove appears to be related to circumstances of the procedure. The catheter was returned with a torn guidewire exit notch, which is consistent with causing or being caused by the reported difficulty to remove. In this case, it is likely that the catheter damage and difficulty to remove were caused by the patient's anatomical conditions (heavy tortuosity). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the circumflex artery. The dragonfly imaging catheter was used with the whisper guidewire, and advanced into the guiding catheter with an additional guide wire. After being successfully used for imaging, during removal of the dragonfly, the catheter became entangled with the guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.